Event description:
There have been a number of cases where the patient has not received the prescribed amount of oxygen even though the system appears to be working. The bottle assembly has a built-in pop-off valve. If there is an occlusion after the humidifier outlet, the pop-off valve relieves the built-up pressure at 140cm h2o. When the pressure is released the escaped gas flows through a whistle to provide an audible alert.there are two problems: 1. Leaks in the assembly. The result may be the absence of an audible whistle sound in the event of an occlusion and low gas delivery to the patient.2. Low gas flow settings may be insufficient to create the whistle sound in the event of an occlusion. Leaks in the system will add to the problem, allowing for gas to escape from places other than the pop-off valve.